Event description:
Boston scientific recently received information during a technical service call about a competitor device issue that this left ventricular lead had dislodged 4 years ago and required a lead revision. During the procedure to explant and replace this lead, the pulse generator was also replaced with a competitor device. No other information could be obtained about the procedure. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.